Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). On (B)(6) 2018, it was reported that the unit blade holder had damage. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1:1 ratio cutter, serial number (B)(4), and a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair of skin graft mesher serial number (B)(4) report reviewed noted no related nonconformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the wrench fell apart and the cradle was bent and the roller, worn bushings, worn side plates, damaged comb, roller gear, spring pin, set screw, and ratchet gear were replaced. This is not a related issue. Product review of the skin graft mesher on (B)(6) 2018 revealed that the pre-test calibration and sample mesh could not be taken due to the damaged comb. The side plates, gear, roller, shoulder bolts, hinges, and sliding pins all had visual damage. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut and was deemed non-repairable. The 1:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, roller gear, washers, ball detents, latching pins, hinges, shoulder bolts, and cap nuts. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the pre-test calibration and sample mesh could not be taken due to the damaged comb. The side plates, gear, roller, shoulder bolts, hinges, and sliding pins all had visual damage. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the pre-test calibration and sample mesh could not be taken due to the damaged comb. The side plates, gear, roller, shoulder bolts, hinges, and sliding pins all had visual damage. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit blade holder had damage. Event occurred during testing. No harm, no delay reported. No adverse events were reported as a result of this malfunction.